Event description:
Haptic torn during insertion. No adverse event or injury to patient indicated, however enlargement of incision was required.

Manufacturer narrative:
Lenstec received the device for investigation, missing the red pli nest. A visual and dimensional inspection was completed and revealed no defects and all the available components were found to be in working order. Furthermore, a documentation analysis was completed and a full audit of all batch documentation related to the production of the plis was reformed. The audit concluded that all procedures in manufacturing and packaging of the pli had been conducted correctly. Lenstec is unable to corroborate the claim based on the investigation. The issue is therefore likely attributed to a procedural issue, specifically not following the approved instructions for use. When not followed correctly the lens may not be evenly folded and will encounter difficulty fully into the shaft or tip.